Event description:
It was reported that the patient had discomfort and pain near the implant site. The device was explanted. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis revealed no anomalies.